Event description:
It was reported that the tip of an ozark spring loaded awl was noticed to be bent pre-operatively. No surgical delay nor adverse consequences were reported.

Manufacturer narrative:
A visual inspection was performed which confirmed that the tip of the inner shaft of the awl is blunt and deformed. The most distal tip of awl is bent towards one side, indicating that deformation most likely did not occur during normal, axial loading usage. Device history records were reviewed for the corresponding lot and no relevant issues were identified. Complaint history record review was performed for this lot, and no similar complaints were identified. It was reported that the tip of the device was found to be bent and blunt outside the or. Upon follow up it was reported that event was noticed during plating and that excessive force was not used. The ozark surgical technique and device IFU were reviewed: ¿the spring loaded awl will achieve fixed screw angulations only. Insert the distal end of the spring loaded awl into the desired screw hole so that it is seated on the plate. Use downward pressure to puncture the cortex of the vertebral body. The spring loaded awl will protrude into the bone up to 10 mm below the plate.¿ ¿the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. Instruments should be examined for wear or damage by doctors and staff in operating centers prior to surgery.¿ the most likely cause of the reported event was determined to be due to accidental impact/drop outside of the or.

Event description:
It was reported that the tip of an ozark spring loaded awl was noticed to be bent pre-operatively. No surgical delay nor adverse consequences were reported.